Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The patient was switched to manual ventilation, unit rebooted, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue after the unit had been rebooted. There was no repair. Block a: no patient information provided after requests on 12/26/24 and 12/30/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.